Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient name, age, sex, weight, date of event and model number requested but not provided.

Event description:
It was reported that the tubing sets leaked.

Manufacturer narrative:
Additional information provided b.5, d.1, d.4, d.11 & g.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the infusion center that the extension sets have leaked over the past few weeks.